Event description:
The customer reported the c-arm rotation brake was stuck during a case on and did not allow the system to go into the lateral position. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the brake pad and all associated parts. This corrected the problem. The system operates as intended.